Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings and determine the cause of the dampening. A flow venogram and imaging of the sensor determined it had migrated to a smaller vessel, resulting in reduced flow over it. The sensor was recalibrated by 3 mmhg. Accurate readings were observed under the manufacturer's patient care network database.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The sensor transmitted a dampened waveform reading. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.